Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette sheeting disconnected from the ridge cassette of a homechoice automated pd set which resulted in a leak from the bottom of the cassette. The leak was further described as, ¿cassette was leaked direct at the bottom. Diaphragm was not firmly welded to the lower edge of the cassette¿. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a crack on the welded cassettes. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.